Manufacturer narrative:
Analysis of programming and diagnostic history. Analysis of programming and diagnostic history revealed the estimated time to eos = 0 months.

Event description:
It was reported that during a generator replacement surgery, when a new demi-pulse generator was connected to the implanted lead, and system diagnostic tests were performed outside the pocket, the results were within normal limits. The surgeon used electrocautery to make the generator pocket and when a system diagnostic test was performed after the generator was placed inside the pocket, the following message appeared: "pulse generator is past predicted eos, if vns to be continued it is suggested that generator be replaced". Upon interrogation following the placement of generator in the pocket, the estimated time to eos is noted as 0 months. The generator was not implanted, and has been returned to MFR, where analysis is currently underway. A new demi-pulse generator was connected to the same lead and implanted with no further issues.